Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis and sensor issues. The customer states they were hospitalized and in a coma. The customer refused to provide blood glucose level at the time of hospitalization. The customer's most current level was 127mg/dl. The customer's sensor level was 67mgdl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised to swap sensor, and that a replacement would be sent out.